Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer hospitalized due to high blood glucose over 600mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 155mg/dl. Customer states that o-ring in reservoir compartment was stretched out and came out of insulin pump. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not return for analysis.